Manufacturer narrative:
(B)(4). Hardware low level failure alarm confirmed in the pump history due to broken trace. Insulin pump passed displacement test, sleep current measurement, active current measurement and self test. No pump error alarm noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump received multiple pump error alarms. Customer was able to clear the alarm and able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.